Event description:
It was reported that device entrapment and shaft break occurred. The patient presented with coronary artery disease. A 2.75 x 12mm synergy xd drug eluting stent was advanced for treatment. However, the device was unable to advance over the wire and became stuck. The wire was in the body but the stent never advanced far enough to enter the body. When the physician tried to pull the stent from the wire, the stent delivery system broke off. Both devices were removed from the body and the procedure was completed with new wire and new stent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr us 2.75 x 12mm stent delivery system was returned for analysis. The device was returned with extensive stent damage. The stent struts were bunched from the proximal section to the mid section. As a result of the damage , the stent outer diameter (od) was not taken. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and the section of the stent damaged was also damaged on the balloon. The balloon was bunched at the proximal section. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 121cm distal to the distal end of strain relief as well as multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified shaft extrusion damage. A 0.014 inch guidewire could be advanced without issues through distal tip but could not advance past inner shaft damage with bunching from the end of the proximal balloon cone to approximately 15 mm proximal of the shaft.

Event description:
It was reported that device entrapment and shaft break occurred. The patient presented with coronary artery disease. A 2.75 x 12mm synergy xd drug eluting stent was advanced for treatment. However, the device was unable to advance over the wire and became stuck. The wire was in the body but the stent never advanced far enough to enter the body. When the physician tried to pull the stent from the wire, the stent delivery system broke off. Both devices were removed from the body and the procedure was completed with new wire and new stent. There were no patient complications reported.